Event description:
It was reported that insulin pump was exposed to moisture damage. It was reported that customer accidentally jumped in the pool while wearing her insulin pump. Customer's blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. The insulin pump had no moisture damage on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.